Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of external and myopotential noise resulting in an inappropriate shock and hospitalization. This device system was subsequently deactivated until further evaluation is able to be completed. X-rays were completed with confirmation that the electrode was on the pectoral muscle. This device system remains implanted until further intervention is determined. No additional adverse patient effects were reported.